Manufacturer narrative:
This is the final report.

Event description:
A report of difficulty charging was received. The pt recently lost weight and felt that the ipg was tilted. A pocket revision was performed and the ipg was sutured down to not move around in the pocket. The pt is reportedly doing well.